Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and friable leaflet tissue for a mitraclip procedure. During the procedure, two mitraclips was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) occurred to the second clip and the clip was no longer attached to the anterior leaflet. Mr was grade 4+ after slda. On (B)(6) 2026, additional mitraclip was attempted to stabilize the slda, however leaflet quality would not allow.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and friable leaflet tissue for a mitraclip procedure. During the procedure, two mitraclips was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) occurred to the second clip and the clip was no longer attached to the anterior leaflet. Mr was grade 4+ after slda. On (B)(6) 2026, additional mitraclip was attempted to stabilize the slda, however leaflet quality would not allow.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.